Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.